Event description:
On (B)(6) 2013, the reporter contacted animas, alleging call service alarm (cs 012) issue. The reporter stated that the pump was repeatedly emitting call service alarm cs 012 three times every month and three times in a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 012 call service alarms. The pump powered on properly and successfully completed bolus deliveries. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed with no duplicated alarms.